Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The malfunction code was resettable, and technical support assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if any issues reappeared. The customer acknowledged and understood the instructions.